Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited oversensed noise on the right ventricular (rv) lead channel, which led to inappropriate anti-tachycardia pacing (atp) and pacing inhibition that lasted more than 3 seconds. In office review confirmed that the noise is reproducible during isometrics. Technical services (ts) was consulted, and programming options were discussed. No additional adverse patient effects were reported. This crt-d system remains in service.

Manufacturer narrative:
Correction to section e: initial reporter. Correction to field g2: report source.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited oversensed noise on the right ventricular (rv) lead channel, which led to inappropriate anti-tachycardia pacing (atp) and pacing inhibition that lasted more than 3 seconds. In office review confirmed that the noise is reproducible during isometrics. Technical services (ts) was consulted, and programming options were discussed. No additional adverse patient effects were reported. This crt-d system remains in service.